Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine [5 mg/ml] at a dose of 1.01 mg/day. I it was reported the patient stated she recently had been having more pain in her back. At a recent refill (date unknown), the expected volume was 7 ml, and the actual volume was 17 ml. A replacement was scheduled for the pump after the discrepancies as well as a possible catheter revision on (B)(6) 2017. Upon assessing the catheter, it was determined that they could not aspirate, so a new catheter was placed. There was good cerebrospinal fluid (csf) flow after placing a new catheter, and the new pump system was patent. The issue was resolved at the time of the report. The explanted pump and catheter would be returned for analysis. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
Analysis of the pump on (B)(6)2017 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s log, morphine with concentration 5.0 mg/ml was being administered via a simple continuous dose rate of 1.1280 mg/day as of (B)(6)2017. The entire catheter was also received via the manufacturer. Analysis of the catheter on (B)(6)2017 revealed a user related kinked catheter body. Analysis observed a kink occurred at the anchor. Analysis of the catheter also revealed a compressed area on the catheter body approximately 3 cm from the anchor and damage to the transition tube. The previously applied (B)(4) apply to both the pump and catheter. The previously applied (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.